Manufacturer narrative:
F10. Adverse event problem; corrected information; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was later reported that the surgery that had occurred previously was to address lead pin insertion. Incomplete pin insertion caused high impedance. This was resolved in surgery with lead pin being re-inserted. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance shortly after a generator replacement. The patient was referred for x-rays and has been sent back to the surgeon in order to troubleshoot pin insertion. It was later reported that the patient underwent a revision surgery on (B)(6) 2024. It is unclear what had occurred at this revision surgery (if any products were replaced). The x-rays were indicated to not be available for the manufacturer's review. No other relevant information has been received to date.